Manufacturer narrative:
The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event: however, it was stated in the complaint description that the patient sustained a fall, which could have contributed to the pain and loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt sustained a fall approx 3 months ago. Pain in prosthetic joint ever since. Bone scan revealed loose tibial component, which was removed very easily with no cement affixed to the under surface of the tibial tray. Cement manufactured by others.